Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve was ¿incompressible when it will be installed¿ because liquid did not flow during testing prior to implant. The valve was replaced and there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that clarified the previous report of "incompressible when it will be installed" as when the surgeon tested the flow of the vp shunt during the operation, they found that fluid cannot flow through the product.

Manufacturer narrative:
The returned valve was patent and it met all of the requirements for the leakage, reflux, pressure-flow, and preimplantation tests. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was observed within the interior and exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. Approximately 90 cm of the peritoneal catheter was returned. The returned catheter was patent and met the requirements for leak testing. Approximately 23.5 cm of the ventricular catheter was returned. The returned catheter was patent and met the requirements for leak testing. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.